Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion l4-s1 with instrumentation, local bone and rhbmp-2/acs. Sometime postop, imaging studies reportedly showed that the patient had developed uncontrolled bone growth and resulting nerve compression. The patient has also reportedly developed pain and radiculitis.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient presented with following pre-op diagnosis: lumbar spinal stenosis; and underwent following procedure: posterior lumbar spinal fusion l4-s1 with instrumentation, rhbmp-2/acs local bone, autograft and cancellous chips. As perop notes: ".. We then mixed local bone autograft which was taken from the decompression portion of the case and mixed it with cancellous chips and rhbmp-2/acs and placed these in the lateral gutters from l4 to s1.. No complications were reported.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.